Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip was not loaded properly before use on a patient during a laparoscopic nephrectomy. The user checked the clip and found it got broken at its hook. Therefore, a new package was opened instead.

Event description:
It was reported that a clip was not loaded properly before use on a patient during a laparoscopic nephrectomy. The user checked the clip and found it got broken at its hook. Therefore, a new package was opened instead.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok xl clips 6/cart 84/boxlot# 73k1800244 was manufactured on 10/08/2018 a total of (B)(4) pieces. Lot was released on 10/18/2018. DHR investigation did not show issues related to complaint. The customer returned the cartridge and one loose clip from unit 544250 hemolok xl clips 6/cart 84/box for investigation. The cartridge and clip were visually examined with and without magnification. Visual examination revealed that the clip had its pierced bosses broken off. The cartridge was returned with the broken pierced bosses inside, but no further clips remaining in it. Scrape marks were observed on the cartridge which is indicative of improper loading technique. The returned sample appears used as there is biological material present on the cartridge. R & d engineering ran further tests on the returned clip. No dimensional issues were observed with the clip. According to r & d, the observed damage to the clip and the scrape marks on the cartridge are consistent with improper loading of the clips (possibly loading with the applier at a severe angle) or with using damaged appliers. The appliers were not returned. Reference file (B)(4) for investigation photos and file r & d complaint sample investigations - june 2020 for r & d investigation results. The IFU for this product, 220002422, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality.". A corrective action is not required at this time as the damage observed on the clip indicates that unintentional user error caused or contributed to this event. The reported complaint of "broken/detached parts - clip - boss" was confirmed based upon the sample received. One loose clip was returned with its pierced bosses broken off. The broken pierced bosses were returned inside of the cartridge, but no more clips were remaining in the cartridge. Scrape marks were observed on the cartridge which is indicative of improper loading technique. R & d engineering ran further tests on the returned clip. No dimensional issues were observed with the clip. According to r & d, the observed damage to the clip and the scrape marks on the cartridge are consistent with improper loading of the clips (possibly loading with the applier at a severe angle) or with using damaged appliers. It is unknown how the returned clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.